Manufacturer narrative:
The customer reported the general events occurred between may and (B)(4) 2018. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps under infused during chemotherapy in the oncology unit (dose and programmed amount unknown). The alleged under infusions happened during secondary infusions of chemotherapy without the primary line clamped and the device was programmed to deliver at a rate greater than 200ml/hr. It was also reported that the condition caused "sympathetic" flow from the primary line. The sympathetic flow causes the overall infusion time to be greater and delays the chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.